Manufacturer narrative:
.E1: patient city: (B)(6). Patient country: czech republic.

Event description:
Reference number (B)(4). Event occurred in czech republic. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient faced infusion set tubing detachment and tubing came apart. Insertion site location was tight buttocks. Location of detachment was close to site location. Infusion set has been used for 2 days. Manual work several times activity leading up to the event. No further information available.